Event description:
It was reported the unit gave a speaker malfunction. It was confirmed there was no audio at the time of the report. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Last name: (B)(6). A philips field service engineer (fse) went onsite to evaluate the device in question. It was confirmed there was no sound. The fse replaced speaker assembly to resolve the issue. The unit has returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.